Manufacturer narrative:
The tech replaced the brake rocker arm and the connecting rod on the foot end of the stretcher to resolve the issue.

Event description:
The tech alleged that the head end brake casters would hold but the foot end brake casters would not hold. No pt impact.